Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 10 minutes: 538 mg/dl, 135 mg/dl, 78 mg/dl, 104 mg/dl, 99 mg/dl, and 83 mg/dl.